Event description:
It was reported that after implant, the left ventricular lead and temporary lead extension had oversensing and unstable impedance. A loose connection was suspected. The lead extension was removed and replaced and the lead remains in use. The patient was using a left ventricular assist device and a percutaneous cardiopulmonary support device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.